Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('constant back pain') in a 23-year-old female patient who had essure (batch no. 20227511) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), headache ("headaches"), dizziness ("get dizzy and lightheaded,") and dysmenorrhoea ("major heavy painful periods like all my vaginal insides are going to fall out."), 4 months 20 days after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, pain in extremity, headache, dizziness and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for back pain, dizziness, dysmenorrhoea, headache and pain in extremity with essure. The reporter commented: discrepant date of insertion provided: (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('constant back pain') in a (B)(6)-year-old female patient who had essure (batch no. 20227511) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), headache ("headaches"), dizziness ("get dizzy and lightheaded,") and dysmenorrhoea ("major heavy painful periods like all my vaginal insides are going to fall out."), 4 months 20 days after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, pain in extremity, headache, dizziness and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for back pain, dizziness, dysmenorrhoea, headache and pain in extremity with essure. The reporter commented: discrepant date of insertion provided: (B)(6)-2010, (B)(6)-2012, (B)(6)-2009. Most recent follow-up information incorporated above includes: on 28-apr-2020: this case was converted from the conceptus database into argus on 18-oct-2013 and was initially reported by a physician. Further information was received on 28-apr-2020 and qualifies this previous conceptus case as reportable case by bayer. New information added: this case became potential legal and serious incident. Essure removal surgery was done for event back pain. Essure insertion date and removal date was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.